Event description:
Revision due to metallosis and pseudotumor. Update rec'd 11/7/2014 - litigation alleges the patient suffers from inflammation, pain, discomfort, and large amounts of toxic cobalt-chromium metal ions and particles to be released into the blood, tissue, and bone. The stem is being added to address elevated metal ion levels. Update 11/13/2011- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated malpositioned cup (wasn't revised) and moderate corrosion at the head/neck junction and between the cup/liner. There was no mention of metallosis or psuedotumors. No lab results were given for the alleged high metal ions. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 12/6/2014.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be reopened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4)